Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the message had not crossed over the station. A technical support specialist message service cycled to resolve the issue. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system message had not crossed over the station. The customer reported that users were unable to remove medications from the station. However, the user was able to obtain the medication from another method. There were no adverse events or injuries reported based on this incident.